Event description:
Ivac 560 pump in use at time that IV line t(tubing described on reverse of this form) was found with a crack in it. Dopamine was infusing into bed. Patient's bp 50/doppler had previously been 100-110/60 on dopamine. New tubing obtained. Patient given additional IV fluids and dopamine. Bp again stablized at previous levels. Problem was found to be that a 1-1/2 inch b-d needle was used to piggyback dopamine into the main IV line and apparently perforated the tubing. Since 2/14/92, only 1 inchdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: caused by another drug/device. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, user education provided, other. The device was destroyed/disposed of.